Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Customer did not provided serial number at the time of report.

Event description:
The customer reported that when the locking lever was released, the monitor came crashing down trapping the middle finger of left hand. There was no patient injury. The monitor fell down onto the middle finger of the staff nurse that was adjusting the monitor to within reach. The nurse had minor bruising on their finger,